Manufacturer narrative:
The reported events of loss of capture and lead dislodgement were not confirmed. As received, a complete lead was returned in one piece with the helix partially extended clogged with blood/tissue. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be fully extended and retracted. The full measuring helix extension length was within specification.

Event description:
It was reported that the patient presented for follow-up after implant procedure. During interrogation, it was discovered the right ventricular (rv) lead failed to capture. It was determined the rv lead had dislodged. The rv lead was explanted and replaced. There were no patient consequences.